Manufacturer narrative:
The reported even of the stylet could not be fully inserted was confirmed. As received, a complete lead was returned in one piece. The test stylet found an obstruction near the proximal region of the lead. Visual examination found blood at the obstruction area. The cause of the reported event was isolated to the blood clogging the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.

Event description:
During initial implant procedure, the stylet was unable to advance in the right ventricular (rv) lead. A new rv lead was successfully implanted to resolve the event. The patient was stable with no consequences.